Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received not deployed. The download data shows the device completed first prime at 36 pulses and was deactivated at 46 pulses. First prime was completed earlier than expected. Rotational sensor malfunctions were observed in the data. The device was reset and successfully reran with another pdm. The rerun data showed that it replicated the rotational sensor malfunction. No timeouts or drive stalls were observed in either data. The needle mechanism was reset and functioned as intended through manual rotation of the ratchet gear. The commutator cap was inspected and contamination was found on it. The contamination caused the rotational sensor malfunction, which led to first prime completing earlier than expected and causing the needle to not deploy when intended.